Manufacturer narrative:
Please note the correction to d4 gtin. The reported event could be confirmed since the product was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: the visual inspection of the returned device exhibits extensive usage evident by the significant dullness of the device. The distal end or at the tip of the device of the device broken. The shiny and planar breakage patterns are indicative of brittle fracture. The fragmented part of the device was not available for inspection. The device has visible gouge marks and water spots indicating improper handling and usage of the device. Furthermore a hardness test according to rockwell on the returned item indicates the material being in accordance to the values in the material specification. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on investigation the root cause was attributed to a user related issue. The failure was caused by repetitive usage and exposure to extensive torsional load contributing to the breakage. Since the device is re-usable in nature it is subjected to multiple cleaning and reprocessing cycles affecting the structural integrity as well as lead to material dullness. If any further information is provided the complaint report will be updated.

Event description:
It was reported that during incoming inspection the tip of the screwdriver broke off.

Event description:
It was reported that during incoming inspection the tip of the screwdriver broke off.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.